Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was bleeding. Diagnostic tests were done and resulted with hemoglobin (hgb) of 5.4 and hematocrit (hct) of 17.1. The patient had rectal bleeding; patient was treated with blood transfusions and IV octreotide. Hemoglobin and hematocrit (h/h) was stable at discharge. Patient continued to have slow oozing and frank bleeding from arteriovenous malformations (avms) for over 2 years.

Manufacturer narrative:
Section b5: the first reported occurrence of gastrointestinal bleeding (gi bleeding) is addressed under MFR # 2916596-2017-02255. Further admissions for gi bleeding were reported under MFR # 2916596-2019-04795, 2916596-2019-04768, 2916596-2019-04772, 2916596-2019-04775, 2916596-2019-04778, 2916596-2019-04779, 2916596-2019-04781, 2916596-2019-04782, 2916596-2019-04783, 2916596-2019-04784, 2916596-2019-04785, 2916596-2019-04786, 2916596-2019-04787, 2916596-2019-04788, 2916596-2019-04789, 2916596-2019-04790, 2916596-2019-04791, 2916596-2019-04794, 296596-2019-04796, 296596-2019-04797, 2916596-2019-04798, 2916596-2019-04818, 2916596-2019-04821, and 2916596-2019-04825. Section d4 (expiration date): additional information section d4 (clinical trial): the heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on (B)(6)2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(6). Section h4: additional information. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.